Event description:
It was reported that when the device was initially fired, one side of the staple line did not fire. The doctor had planned on excising tissue on the side of the stapleline that did not form prior to the stapleline being incomplete, so he excised the tissue and refired with a reload, and again, one side of the stapleline was complete and the other was not present at all. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.